Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. No bends or kinks were observed on the soft cannula. The adhesive pad was attached to the bottom housing of the returned device. No issues were observed with the adhesive pad or the adhesive welds. Although no issues were observed, the exact cause of the failure to adhere could not be conclusively determined. The failure to adhere did not affect insulin delivery. The downloaded data generated timeouts, as well as an 0x14 alarm, indicating that the pod was occluded. The device was paired with a master pdm and a 5 unit bolus was delivered. The rerun did not reproduce the alarm. Although an occlusion alarm was generated, the root cause of the alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported the adhesive was loose and the cannula was dislodged and bent, while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod.